Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes due to far p wave oversensing, the right ventricular lead also exhibited an increase in capture thresholds. The physician reviewed the chest x-ray taken post implant and stated that the lead was coiled in the atrium, that was the reason for oversensing and was not dislodged. The device was reprogrammed. The patient was fine and in stable condition. New information noted that the lead exhibited far p wave oversensing post device reprogramming, the physician elected to take no action as it was believed that this was a positioning issue and would continue to monitor the patient.